Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, complete heart block was reported and a permanent pacemaker was implanted. At an unknown time following the valve implant cardiac arrest occurred. Two days following the valve implant the patient died. The cause of death was not reported and it was unknown if an autopsy was performed.

Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects per the instructions for use (IFU), and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav, as occurred in this case. Factors that may impact the development of conduction disturbances include baseline conduction defects and anatomical considerations, but a conclusive cause could not be determined from the limited information available. Cardiac arrest is a known potential adverse effects per the IFU. Unfortunately, a relationship of the reported cardiac arrest to the device or procedure could not be determined with the limited information available, though it is likely related to a patient condition, but a conclusive cause could not be determined from the limited information available. Post implant hypertension is a known potential adverse effect per the IFU, that is often associated with improved left ventricle function. In this event, it was also reported that after the hypertension occurred, chb was noted, at which time the permanent pacemaker was implanted as discussed above. The patients blood pressure began to drop. Hypotension is a known potential adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Pressor support was required and then ventricular tachycardia began to occur. Tachycardia is generally a result of known potential adverse effects the IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. The report of patient death at two days post-implant did not provide a specific cause. Neither autopsy nor explant were reported as being performed. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that prior to the valve implant a heart catheterization was performed and showed 80% stenosis of the mild left anterior descending (lad) artery. The catherization was performed but was complicated by a dissection of a diagonal branch of the lad. The patient was hemodynamically stable and a pre-implant balloon aortic valvuloplasty (bav) was performed. Sever aortic insufficiency and subsequent cardiac arrest occurred as the result of the bav. Medication to support blood pressure was administered and the valve was deployed. Hypertension occurred and complete heart block (chb) was noted. A transvenous temporary pacemaker was implanted to treat the chb. The blood pressure began to drop and pressor support was required. Frequent transient ventricular tachycardia began to occur. The patient was admitted to the surgical intensive care unit (sicu) for hemodynamic monitoring. Pressor therapy slowing increased over the first twenty four hours. One day following valve implant, a permanent pacemaker was implanted. A post-procedure echocardiogram was performed which showed global dyskinesia. The patient had been intubated during the procedure due to hypoxemia and possible aspiration. Upon arriving at the sicu, increasing hypoxemia was noted despite intubation and ventilation. Airway pressure release ventilation (aprv) was initiated. Swan ganz catheterization was performed to direct resuscitation. Pressor requirements continued to climb, and epinephrine and blood pressure support medication were administered. Ultimately, it was decided to go to comfort measures and all pressors were stopped. The patient was terminally extubated and died two days following the procedure. Updated data: h6 patient codes. Code e0602 is no longer attributed to the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.